Manufacturer narrative:
The appearance of the cord indicates it has been used and re-processed numerous times, this is a re-usable product, there is no way to tell the number of times the cord as been processed, IFU indicates that the cord is designed and rated for 20 uses, the banana plug connectors are pitted due to multiple autoclave cycles, device connector end does not indicate wear, continuity checks are good on both plugs, no shorting observed. Cord works as designed.

Event description:
It was reported to gyrus (B)(4) that during a laparoscopic myomectomy, there was a larger spark between jaws than usual. The jaws got burned. The device had difficulty in sealing. Another device was used to complete the procedure. There was no harm to the patient. There are three devices associated with this incident. Please see the following MFR. Report numbers: 2183680-2013-00024, 00025, 00026.